Event description:
Patient called alleging high readings with the lfs meter. While tryin gto test the patient was experiencing symptoms of feelings sweaty and weak. Patient obtained blood glucose readings of 300 mg/dl and above. Patient tested on another blood glucose readings of 300 mg/dl and above. Patient tested on another meter and obtained a 240mg/dl (invalid comparison) patient contacted a medical professional for advice. No information on whether patient received any treatment. Test strips were in good condition and not expired. Control solution test was done twice and they both failed. Customer service is replacing the test strips for the patient.